Manufacturer narrative:
This device has been updated to non-complaint/not reportable. MDR decision corrected to not reportable. No additional supplemental reports are required for the phenom catheter unless additional information received indicates a reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received confirmed there was no complaint or issue regarding the phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the middle cerebral artery with a max diameter of 5 mm and a 3 mm neck diameter. The landing zone was 3 mm distally and 3.3 mm proximally. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed blood retention in aneurysm after surgery. It was reported that after the catheter was in place, the blood vessel diameter was measured and ped-325-20 was selected for deployment. The stent could not be opened, and after multiple attempts, the microcatheter could not be withdrawn, so it was withdrawn and was replaced with another stent to complete the operation. The pipeline was used for an indication that is not approved (off-label), for the middle cerebral artery. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. On 2025-may-29 e1 (rep, hcp, for): additional information received reported there was no trouble withdrawing the microcatheter. There was no resistance in the catheter. Continuous saline flush was administered and maintained as indicated in the instructiosn for use (IFU). There was no damage observed to the pipeline pushwire or catheter. The catheter was a phenom27. The distal section of the pipeline did not open. The pipeline was not placed in a vessel bend when it failed to open. Multiple retrieval and deployments in an attempt to open the pipeline.